Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement test and verify sensor calibration error due to motor error alarm. Pump received with minor scratched display window, cracked case at display window corners. (B)(4)

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis information"